Event description:
This is a report received from global pharmacovigilance and is a spontaneous report from a patient in the USA of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2012, the consumer contacted baxter. The hp was diagnosed with peritonitis in (B)(6) 2012. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. It was unknown if a peritoneal effluent culture was preformed. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was not specified and it was unknown if it was related to any baxter device, disposable or solution. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h11j17043, h12a31074, h12a31066, h11i06088, h12c30049, h11k15011, h12b29043 and h11k03074. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.